Manufacturer narrative:
Reference MFR. Report: 1221359-2020-00398. The investigation is not complete. A supplemental report will be submitted after completion.

Event description:
The customer reported false negative results involving 2 patients. This report represents patient 1 of 2. The customer reported a false negative with the ID now covid-19 assay performed (B)(6) 2020. The customer informed that patient had been tested several times for covid-19 in the last 5 months with varying results (diagnostic methodologies not specified). On (B)(6) 2020 prior to the negative result from the ID now covid-19 assay, the patient tested positive. Information regarding swab, sample type and use of viral transport media was not provided. Per the customer the patient was asymptomatic on (B)(6) 2020. No further information was provided. Negative results should be treated as presumptive and, if inconsistent with clinical signs and symptoms or necessary for patient management, should be tested with different authorized or cleared molecular tests. Negative results do not preclude sars-cov-2 infection and should not be used as the sole basis for patient management decisions. Negative results should be considered in the context of a patient's recent exposures, history and the presence of clinical signs and symptoms consistent with covid-19. Additionally, the ID now covid-19 product insert includes a limitation that false negative results may occur if a specimen is improperly collected, transported or handled. False negative results may also occur if amplification inhibitors are present in the specimen or if inadequate levels of viruses are present in the specimen. Due to the risk of a false negative result potentially leading to no or delayed treatment, this event shall be considered reportable.

Manufacturer narrative:
The required intake information, such as the kit's lot number and logfiles, and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert.